Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was adhered to right testicle. The ipp was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Updated initial reporter email e1.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was adhered to right testicle. The ipp was explanted and replaced. There is no additional information reported.